Event description:
It was reported that a homechoice set with cassette was leaking from an unspecified location on the patient line. This occurred during priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified month of 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.